Event description:
Adverse event(s): unable to obtain culture (surgical procedure aborted/stopped). Product problem(s): system message display (device displays error message). The nurse reported the system would not recognize the nitrogen tank. A system message displayed. The surgeon was performing an endophthalmitis vitreous tap to culture. The nurse stated the endophthalmitis was not caused by any alcon product. Additional information from the nurse stated the surgeon was able to gather a sterile vitreous sample without the system. The case was not rescheduled.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message reported. The laser core module was replaced and sent for in-house evaluation. The system was then tested and met all product specifications. The laser core module has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).